Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited an intermittent image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was damaged which caused the noted issued. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.